Event description:
A physician attempted an arteriotomy closure using the starclose device. During the advancement of the clip inside the delivery tube when the limit switch has been reached, the vessel locator automatically released itself. The starclose clip was not released and the physician reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot did not produce any findings attributed to this incident. This event has been identified as a malfunction. Abbott vascular has initiated a corrective action.